Event description:
The customer stated that, the status indicator reads "do not use" and when the device is started it gives an error saying "defib charge failed."

Manufacturer narrative:
The device is an automatic external defibrillator and the actual device involved was returned for evaluation. The investigation confirmed that the device displayed "do not use", and it gave a "defib charge failed" message. Multiple components on the circuit board involved were analyzed to identify the cause, but the result are inconclusive. Due to not identifying the actual cause of the failure, the circuit board was replaced to resolve the issue. Upon replacement of the circuit board, the device passed all release testing and is being returned to the customer.